Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up in the middle of the night and experienced feeling unwell, sick and disorientated. The cgm reading was 280 mg/dl. No fingerstick was taken at that moment and the patient called the emergencies. When a fingerstick was taken by the paramedics the blood glucose reading was 580mg/dl. The patient was treated with insulin and was brought to the hospital. At the hospital the blood glucose reading was 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with 30 units of insulin and intravenous fluids. The patient was discharged after 8 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.